Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was further reported that a patient with ¿dish¿ suffered a nominal cerebrospinal fluid (csf) leak with no issues. The patient was kept overnight. Actions taken to resolve the issue included 18 hours of bed rest. There was no troubleshooting done to provide insight to the issue. The cause of the event was determined. It was not device related. The patient status was recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): it was reported that the patient was in the hospital due to a tear in their spinal cord. The patient was implanted the day prior to the report. The patient noted that the tear was not device related. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.